Event description:
Patient on telepak which may have been precipitated by "lead" off problem with patient. Upon review of waveforms, in alarm review - did not match what reporter noted in 'real time'. Patient required CPR/resusitation and was sent to the emergency to the cardiac cath lab for cardioversion - which was successful.